Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000497346 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
Related to (B)(4). The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2 (w/vasoshield), when they started to perform the dissection process, it was noticed that there were 2 spots on the conical tip. These spots did obscure some areas in the tunnel making the dissection process harder. They removed the device and hoped to clean off the conical tip to remove the spots. However, it was then found that there were 2 areas on the tip that appeared to be worn down and this caused permanent spots on the tip that could not be cleared away. Due to this defect, the conical tip was removed from the surgical field and an accessory pack was opened up to get a new conical tip. This tip had no defects and the case was therefore finished with no other complications. No injuries occurred due to the defect and the only surgical delay was the time needed to get a new tip which was less than 3 minutes. Per photos provided by the complainant, it is observed 2 spots on the conical tip.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.